Manufacturer narrative:
The device was returned to olympus and the evaluation found the device failed the water leak test from the cable. A definitive root cause of the malfunction could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure of a faulty cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head failed the water leak test. There was no patient involvement.